Event description:
According to the reporter, following an open right colectomy, transection of colon, there was a delayed bleeding from the staple line that required re-operation, blood transfusion, and intensive care unit (ICU) stay. Hospitalization was extended. The device did not malfunction during the initial case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.